Manufacturer narrative:
Evaluation of the returned penumbra system red68 reperfusion catheter (red68) confirmed that the catheter was fractured. If the red68 is advanced against resistance, damage such as a kink may occur. Subsequent retraction of a kink device may worsen to the fracture. Based on the reported event, the root cause of resistance could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 43/62/68/72 reperfusion catheter (red43, red62, red68, red72), a benchmark bmx96 access system (bmx96), and a microwire. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician attempted to advance a red43 with a red72, red62, and a microwire, however, the devices could not be advanced due to the patient¿s anatomy. The physician then attempted to readvance the red43 with a red68 to the target location, but the red68 and the red43 would not advance. The physician decided to remove the catheters by removing the red43 first. While removing the red68, it fractured at the distal end. The physician then removed the red68 by hand. No portion of the red68 was in the patient's body. The physician attempted to use non-penumbra catheters; however, the catheters would not advance due to the patient¿s anatomy. The procedure was aborted. There was no report of an adverse effect to the patient.